Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device exhibited no tones and could not be interrogated, as was reported from the field. The device case was opened. As the technician was opening the case, they noted the case got hot. Therapy had been left programmed on after the device was explanted and the device sensed the vibrations while the case was opened and shocked into the compromised can atmosphere. The battery was not damaged; however, the plasma fused was damaged and the low side power module was bulged in the middle. The battery was removed, and an external supply was attached. Telemetry was then established. Analysis confirmed this device did not exhibit premature battery depletion. The radiofrequency (rf) wakeup test was performed, and no issues were found. The cause of the no telemetry could not be established but could have been due to a an issue with the internal crystal component.

Event description:
It was reported that it was not possible to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). Two different programmers were used with no success as well as various troubleshooting. The device was explanted due to suspected premature battery depletion and the inability to interrogate the device. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that it was not possible to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). Two different programmers were used with no success as well as various troubleshooting. The device was explanted due to suspected premature battery depletion and the inability to interrogate the device. The device will be returned. No additional adverse patient effects were reported.